Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, , h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The complaint is not confirmed; the device has no damages or missing portions found when the forceps passage was inspected. The most probable cause of the complaint is no problem detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the fallen piece fell into the patient's stomach and was retrieved by forceps. Additionally, the customer confirmed no procedure delay. The patient was under monitored anesthesia care (mac). There were no further patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the customer. Updated information: b2, b5, h6, h11 this report has been submitted by the importer under this supplemental MDR report number (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00059.

Event description:
While under sedation for a therapeutic esophagogastroduodenoscopy it was reported a piece of plastic debris went inside the patient from the working channel, the operator was unsure if the channel was chipped inside. It was noted the procedure was delayed less than 30 minutes. The procedure was completed using the same device.